Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she visited to emergency room on (B)(6) 2018 and was treated for her high blood glucose value with an IV drip. Blood glucose value was 465 mg/dl at the time of the incident. Customer's current blood glucose was 338mg/dl. Nothing will be replaced or returned.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).